Event description:
It was reported that during use the stopper is popping of the tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: ((B)(4) of (B)(4) complaints) it was reported that the stopper is popping off the sst tube. Additional information provided by consumer: after further review with the phlebotomists and the offices that were complaining, it really wasn't an issue with the tops popping off, it was giving push back on some of the draws and that's all it is.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the stopper is popping of the tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints.) It was reported that the stopper is popping off the sst tube. Additional information provided by consumer: after further review with the phlebotomists and the offices that were complaining, it really wasn't an issue with the tops popping off, it was giving push back on some of the draws and that's all it is.